Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient has itching all over body and the lifevest exacerbates the condition. Patient reports taking diuretics that are making their skin more sensitive. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed triamcinolone and hydrocortisone ointment for the skin irritation. Outcome of the skin irritation is unknown.